Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5056191) in united states on 23-oct-2015 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Additional information received on 15-nov-2015 consumer had a hysterectomy on (B)(6) 2015 at age (B)(6), due to essure. She was always in suffering very painful periods, painful sex, headaches, left leg pain and body rashes. Since the physician removed essure, she feel much better, with no more pain. Product technical complaint (ptc) investigation result received on 15-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment this non medically-confirmed, spontaneous case report refers to a female consumer who had very painful periods after essure (fallopian tube occlusion insert) insertion. The device was removed, approximately 6 years after its placement, and she had no more pain. This event is listed in essure's reference safety information. In this particular case, consumer related her pain to essure insertion and stated it improved after device removal. Considering this information and in the lack of an alternative explanation; causality with essure cannot be excluded. In addition, non-serious events were reported. This case was considered an incident, since device removal was required (intervention implied). Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. No follow-up will be pursued due to lack of contact information.